Manufacturer narrative:
(B)(4). The sample was not received and device evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: ceftazidime therapy was withdrawn after twenty days of treatment. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy peritoneal effluent. The cause of the peritonitis was unknown. The patient was hospitalized two days after the onset of the peritonitis. The patient was treated with intraperitoneal vancomycin (2 gram, frequency not reported), cefazolin (1 gram once per day, intraperitoneally) and ceftazidime (1 gram once per day, intraperitoneally). The treatment was reported to be ongoing for a three week cycle. The patient was discharged five days later and was recovering from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available.